Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20268, reference MFR. Report# 1627487-2015-20269, reference MFR. Report# 1627487-2015-20270. It was reported the patient experienced ineffective stimulation and the system was autoreducing. System diagnostics determined invalid impedances on one of the leads. X-rays are requested and surgical intervention will be taken at a later date to address the issue. The patient received 4 off-label leads. 2 supraorbital with model # 3166 & 3169 and 2 occipital with model# 3166 & 3169. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20268. Reference MFR. Report# 1627487-2015-20269. Reference MFR. Report# 1627487-2015-20270. Further follow up identified the patient underwent surgical intervention where one of the model 3169 occipital leads (lot # of the lead is unknown) was explanted and replaced which resolved the issue. Reportedly, the patient had effective therapy postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.